Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and diagnosis of initial surgical procedure? Were any concomitant procedures performed? Other relevant patient history/concomitant medications? Onset date of the pain and voiding difficulty from the initial surgery? Location and character of the pain? When was the diverticulum diagnosed? What medical/surgical intervention was given for symptoms? Results? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot #.

Event description:
It was reported that the patient underwent a gynecological procedure on unknown date and the mesh was implanted. After the procedure, the patient experienced pain and voiding difficulty. The injection la/steroid was planned but urethra discharge occurred- 1x for diverticulum. Additional information has been requested.